Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s pneumonia could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient was implanted with (B)(6) on (B)(6) 2021. A chest x-ray was taken on (B)(6) 2021 that showed a ¿white out¿ right chest. The patient had a positive bronchoscopy culture and worsening chest x-ray. The patient was empirically treated for hospital-acquired pneumonia on (B)(6) 2021 with antibiotics and breathing treatments. The type of antibiotics was modified due to acute kidney injury concerns. The patient¿s white blood cell count was trending upwards as of (B)(6) 2021. The patient also experienced acute hypoxemic respiratory failure on (B)(6) 2021 and was re-intubated. The patient¿s infection was considered to be possibly related to the implant procedure and unlikely related to the device and resolved on (B)(6) 2021 without sequelae. A chest x-ray on (B)(6) 2021 showed the patient¿s chest was back to baseline status. The patient experienced acute kidney injury on (B)(6) 2021 in addition to the patient¿s underlying chronic renal failure. The event was not considered to be device-related. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23jun2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists localized infection, respiratory failure, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the bronchoscopy cultures showed gram positive cocci and gram negative rods. It was noted that the patient had pneumonia and it was difficult to wean off oxygen. He was treated with vancomycin and intravenous cefepime and underwent breathing treatment. The patients chest x-ray showed "white out" right chest post sternal closure on (B)(6) 2021. The nurse noted diminished right side breathing sounds on (B)(6) 2021. No change in treatment was noted. A upward trend in white blood cell was noted on (B)(6) 2021. The patient was re-intubated on (B)(6) 2021 for acute hypoxemic respiratory failure. Increased mucus production and critical value changes in arterial blood gasses were noted. Chest x-ray returned to baseline status on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had a bump in creatinine and blood urea nitrogen indicating acute kidney injury on top of his underlying chronic renal failure on (B)(6) 2021. The patient was empirically treated for hospital-acquired pneumonia on (B)(6) 2021. He was initially treated with cefepime then transitioned to vancomycin and then back to cefepime. 2/2 acute kidney injury concerns were noted. The patient was intubated for acute hypoxemic respiratory failure on (B)(6) 2021. The patients infection resolved without sequelae on (B)(6) 2021.